Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that a speaker malfunction inop was displayed on the intellivuemx750 patient monitor and no sound was coming from the device. It is unknown if the device was in use monitoring a patient at the time of the reported event. No death or patient / user injury or harm was reported.

Event description:
It was reported that a "speaker malfunction" inop was displayed on the intellivuemx750 patient monitor and no sound was coming from the device. The device was in use monitoring a patient at the time of the reported event. No death or patient / user injury or harm was reported.